Event description:
Boston scientific crm received information that this device was explanted due to premature battery depletion. No adverse patient effects were noted.

Manufacturer narrative:
The product has been received and is currently being analyzed. When testing is complete this report will be updated.

Manufacturer narrative:
The explanted product has not been returned. If the product is returned for analysis or if additional information becomes available, this report will be updated.